Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced palpitations, chest pain, nerve stimulation in the chest, and fatigue when their right ventricular (rv) lead dislodged and caused a perforation. In addition, the rv lead also exhibited high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.